Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call on (B)(6) 2012. The patient claimed the alleged issue occurred at approximately 9:45am on (B)(6) 2012. She claimed she was unable to get out of bed in the morning and said she usually wakes up at 7:30am, tests at 8am and eats breakfast at 9am. She stated that her daughter said she was "confused, incoherent and very cold." Her daughter tested her with the subject meter and observed a value of "6.2 mmol/l" (112 mg/dl). Due to her symptoms, she contacted the emergency medical service (ems) and before they arrived (took approximately 5 minutes) the patient became "unconscious." The ems tested her on an hcp meter (brand unknown) and observed a value of "2.4 mmol/l" (43 mg/dl) at 9:55am. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The ems attempted to treat her with glucose tab and orange juice, but was unsuccessful. The patient was taken to the emergency room (ER) where she remained unconscious while being treated with IV glucose. Per the patient, she was unconscious for approximately 5 hours and it took another 5 hours for her to begin to feel better. Her blood glucose was checked with an unknown hcp device periodically before and after treatment but she could not recall the results obtained. The patient was kept in the ER for 24 hours and stated she was diagnosed with "hypoglycemia and hypothermia." The patient reportedly manages her diabetes with novorapid insulin three times per day, before meals and self adjusts based on meter readings and also takes 15u of lantus at bedtime. She denied making any changes to her medications after alleged issue occurred. She tested with the subject device the night before but could not recall the result but said it was "normal" and took her 15u of lantus as usual at 10:30pm before going to bed. She reported she hadn't eaten since 6:30pm the night before and took her novorapid as usual and reported that she was not taking any other medications at the time but does suffer from orthostatic hypotension. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because although the patient was symptomatic prior to alleged issue, her symptoms deteriorated after testing on the subject device and she was treated for severe hypoglycemia by an hcp after the alleged issue occured.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k110637.